Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a confirmed motor stall occurred on (B)(6) 2011 with recovery on (B)(6) 2011. Later another motor stall occurred on (B)(6) 2011 with no recovery. The pump dispensed 6 microliters per day. The drug administered via the pump was fentanyl and marcaine. Two days later, additional information rec'd indicated that an audible critical alarm was confirmed by telemetry. The alarm was regarding a motor stall; and the stall was described as constant. The second motor stall was still noted as not having recovered. Magnetic or electromagnetic interference was denied. The pt had a return of symptoms, and increased baseline pain. Scheduling a pump and/or catheter replacement was discussed. The pt's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.